Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer, and it was found to be functioning according to specification. Evaluation of the ventilator logs confirms that the ventilator was set to standby mode at the time of patient procedure, and that ventilation was resumed after 52 minutes. There wer no technical error codes generated on the date of event that indicate a ventilator malfunction. The log entries "standby button activated", standby button confirmed and "standby" shows that the ventilator was set tot the standby ode by an active user action. By design the ventilator is set to standby mode by pressing the start/stop (standby) ventilation key (logged as "standby button activated"). A dialogue window then appears on the screen w/options "yes" and "no". By pressing yes, the ventilator is set to the standby mode, thereafter the ventilation curves and the measured values on the screen are replaced by a large window w/the text standby (logged as "standby button confirmed" and "standby"). Ventilation resumes from standby by pressing the same start/stop (standby) ventilation key (logged as "ventilation start"). During standby, a msg "patient not ventilated" blinks on top of the screen, a large text "standby" is displayed in the center of the screen and the "start ventilation" touch pad is visable on the screen. Our conclusion is that the ventilation mode was not started after the patient procedure. The ventilator did not set itself to standby mode. There is no indication of a ventilator malfunction.

Event description:
It was reported that the ventilator while connected to a patient went into standby automatically. According to info from the facility, the ventilator was set to standby mode by a user during a procedure on the patient. Ventilation was resumed after the procedure. After about 50 minutes, it was discovered that the ventilator was in standby mode. There was no harm to the patient. (B)(4).